Event description:
It was reported that during a da vinci-assisted incisional hernia tar surgical procedure that the endoscope's horizon indicator was upside down. The issue was persistent. The endoscope was replaced, with no change. According to the report, when surgeon was at bedside, endoscope housing was resistant to him when manually rotated. The resistance is greater than experienced on other scopes. There were no related errors in the system logs. The intuitive technical support engineer (tse) recommended removing the endoscope from the arm, rotating it to the desired location, pressing the instrument clutch button, waiting 3 seconds, pressing the instrument clutch button again to cancel the guided tool change, and then reinstalling the endoscope. The customer confirmed that the recommended actions resolved the issue. The procedure was completed with no reported injury or harm. Isi followed up with the initial reporter and obtained the following additional information: the customer informed that it was unknown why the endoscope recorded in this complaint was used for this procedure, despite the endoscope having a previously reported issue on (B)(6) 2025.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The technical support engineer (tse) reviewed the error logs, but no errors were found that were relevant to the reported complaint. The customer informed the field service engineer (fse) that they performed the recommended actions steps provided by the tse which resolved the reported issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The customer was instructed to replace and return the affected endoscope. The phone support details did not reveal any issues related to the customer reported event.